Event description:
The patient contacted animas on (B)(6) 2012 reporting elevated blood glucose levels to over 600 mg/dl related to an insulin leak. The patient stated that her blood glucose was elevating while using the pump but was responding to corrections from a syringe. The patient stated that when she went to prime, no insulin was coming out of the end of the tubing. The patient reportedly found that insulin seemed to be leaking out from the pump. The patient confirmed that the connection between the cartridge and infusion set was tight and there did not appear to any physical damage to either piece. The patient reportedly changed out the supplies and confirmed that insulin was coming from the end of the tubing as appropriate. This report is made based on the allegation that the patient experienced hyperglycemia related to an insulin leak.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the cartridge has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings : no defect was found with the returned product the cartridge was returned and passes visual inspection, no damage or defects were noted to the luer connection or o-rings. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. A force test was performed with no failures at the conclusion of testing.